Event description:
"This device is used to close an arterial puncture site. An angiogram procedure was being performed on the pt. This device was inserted into the artery for closure. When it was deployed the surgeon met with resistance. In attempting to remove the instrument, part of the device snapped off and remained inside the pt. The pt was immediately taken to surgery to remove the foreign matter." No add'l info has been received and a description matching this event prior to the medwatch date of report (2-14-01) could not be found in the complaint database.